Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's user interface pcb assembly. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio determined the cause of the reported issue was the integrated circuit, designator u5, on the user interface pcb assembly was electrically damaged.

Event description:
The customer contacted physio-control to report that their device buttons are not working, and that the device will only turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.